Event description:
It was reported that the rf (radio-frequency) head cable was frayed. It was further noted the rf head was not recognizing devices. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event that the device had intemittent telemetry and it failed all uplink amplitude testing due to the cable being out of electrical specification. It could not be confirmed that the cable was frayed.